Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and temporarily moved to the patient's right side due to erosion. A new system was successfully implanted approximately one month later. There was no report of adverse patient effects due to the explant procedure.